Event description:
It was initially reported that the catheter was damaged (not specified what kind of damage) and that there was no patient injury. Additional information was then provided on 27jan2017 and 02feb2017 with the following: all the procedures were followed correctly and all was working fine. Before the surgical procedure the monitor is turned on without any difficulty or inconsistency. Once the surgical procedure started, the path is calibrated and the procedure is performed without complications. When the surgeon inserted the catheter and connected to the pac-1 cable, the monitor did not register any activity and didn¿t show the icp and temperature, showing an error in the display. The connections were checked and proceeded to review the couplings but the problem persisted. There was no patient injury to the (B)(6) male patient. There was no replacement product. There was a surgery delay of 30 minutes. There were no adverse consequences due to the delay. Additional information has been requested.

Manufacturer narrative:
Additional information received on 22mar2017: the serial number or lot number of the pac-1 cable used was (B)(4) lot # : 543354. The model of the monitor used was the mpm-1, serial number (B)(4). There was no error message or code displayed in the monitor; it did not show curve values. The catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. The trouble shooting measures taken after the issue occurred was that the cable and monitor were changed. The catheter was not replaced because there was no replacement available. The reason for the 30 minute delay in surgery was because they were trying to solve the problem. The patient¿s icp and temperature was not monitored by other methods since there was the issue with the catheter. Ii was believed the problem was with the catheter because once the catheter was calibrated, the procedure continued without any problem. The catheter was inserted and connected to the pac-1 cable but the monitor didn¿t show the icp curve or temperature. Revised all connections but the problem persisted. There was no problem with the pac-1 cable or the monitor. Investigation completed on 01apr2017: the catheter was connected to test monitor 420-6; after a self-check delayed, the monitor displayed an initial reading of -37mmhg. When connected to the test monitor mpm-1 and cam02; the monitors displayed the ict and icp readings. The catheter was then reconnected to test monitor 420-6 and tested in accordance with q00102; the catheter met the requirements. The customer returned catheter serial number (B)(4); it is belonged to the reported lot number 305000327676. Lot 305000327676 shows that the catheter met specifications. Complaint history, model 110-4xxx, from feb-2016 through jan-2017 reviewed; there were 30 other complaints that issued with complaint code perf023, and seven of them were confirmed. Failure rate percentage 0.02% the reported customer complaint that the monitor displayed an error image when connected to the catheter could not be confirmed. The returned catheter was connected to a mpm monitor as well as a cam02 monitor and the reported failure mode could not be replicated. The catheter was tested for functionality in accordance with q00102 and met all functional test criteria. The root cause of the reported customer complaint could not be determined at this time.